Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of having low blood glucose of 29mg/dl and emergency services were called to their home. Customer treated with a bolus and blood glucose was 260mg/dl at the time of the call. Troubleshooting found that the customer forgets that they have bolused and may have administered an extra bolus accidentally. There was no indication that the pump over delivered insulin. Customer declined further low blood glucose troubleshooting and indicated that they spoke to troubleshooting previously. No further details given.